Event description:
It was reported that during a total shoulder replacement, the star 20 driver tip was broken during implantation of the peripheral screws (speed pack). It was reported that the doctor and physician assistant noticed the driver tip was still in the head of the screw (implanted into the baseplate). It was reported that the glenosphere was put in next and everything seemed fine. It was reported that the device was thrown away.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.